Event description:
The following has been reported: biomed reported: backlight won't turn on, screen dark. No report of patient harm or any active infusion being stopped. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (screen, no input) the device was received back for investigation. Upon investigation, the complaint was confirmed as the screen wouldn't turn on. Upon internal investigation it was noted the ribbon cable for the screen was unseated going into the main pcba. Ribbon cable reseated and pump was then reassembled and attempted to turn on but screen did not turn on. Pump was disassembled again to check voltages for main pcba and power entry. While pump was connected to charging bracket, voltage for power entry to main pcba was attempted but there was a spark while making contact. There's a slight blemish on the main pcba where the spark happened. The main pcba and power entry board will be replaced during repair. Reporting due to referenced issue. No adverse effects were reported.